Event description:
Approximately two hours after the procedure, the patient suffered right hand weakness which improved back to baseline over a couple of days. Also, during his hospitalization, he developed relative hypotension up to 24 hours post-procedure, requiring neo-synephrine drip. The patient was diagnosed with a tia. The patient is a male with a past history of coronary artery disease, hypertension, hypercholesterolemia, and myocardial infarction with a recent infarction in 2008. The patient has had a history of transient ischemic attacks (tia) approximately 35 years prior. The patient underwent carotid angiography, which revealed a 95 to 99% stenosis of the right internal carotid artery. The patient has had no symptoms of stroke. On the following month, the patient underwent successful angioplasty and stenting of the right internal carotid artery. The procedure was uneventful, however, approximately two hours following the procedure, the patient developed right hand symptoms consistent with weakness of the hand and difficulty with abduction and adduction of his fingers. A CT angiogram was performed, and did not demonstrate any acute strokes. Over the next few days, his arm symptoms were improved back to baseline. Also during his hospitalization he did develop relative hypotension for up to 24 hours following the procedure, which was treated with neo-synephrine drip. The physician found it difficult to wean the patient off the drip as the patient became relatively hypotensive with a systolic in the seventies. The patient also developed nausea and was found to have elevated cardiac enzymes. The patient underwent an echo, which did not demonstrate any significant abnormalities in his chambers and his lv function was preserved. Eventually, the patient was weaned off the neo-synephrine drip, and was ambulating well. His arm symptoms normalized without any weakness. The patient was discharged home in medically stable condition.

Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information to be submitted 30 days upon receipt.